Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited several sudden peaks in pacing impedance and increasing capture thresholds on the right ventricular (rv) lead channel. The pacing impedance remained within limits. Technical services (ts) reviewed the reports and provided troubleshooting actions. Ts also advised to continue monitoring the issue. The device remains in use. No adverse patient effects were reported.